Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not turn on and could not be charged despite the attempted use of multiple cables and power sources. Customer reported an elevated blood glucose (bg) level of 500 (mg/dl). Customer indicated that syringes would be used as back up therapy.